Manufacturer narrative:
Device was received. Investigation is not yet completed.

Event description:
Device malfunction: loss of resistance. Time of malfunction: during thumb advancement, during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after a diagnostic procedure. During step 3, thumb advancement, loss of resistance occurred and the device came out of the patient's artery. Hemostasis was achieved by manual compression. There were no reported adverse patient sequelae. Though requested no additional information available.